Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No excessive of lubricant was noted on the join cover area. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the product an ec45a?yes echelon flex 45 mm. When was this issue noticed (when the device was removed from the sterile packaging)? Yes. Are you referring to the lubricant?probably ¿ but is was a lot (said the scrub nurse). How was the case completed? They took a new instrument.

Event description:
It was reported that before an unknown procedure, the instrument has not been used on the patient, but they have taken it away due to it was covered in oil. This is all the information we have at the moment; we will provide more details as soon as possible. Unknown how case was completed. There were no adverse consequences for the patient. :